Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to t-wave oversensing. The rv lead sensitivity was adjusted and the issue was resolved. The rv lead remains in use. It was further reported that the left ventricular (lv) lead had high thresholds. The lv lead was programmed off, out of service, remaining in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.